Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 125 ohms at the beginning of the month. The last impedance measurement from the end of the month was 126 ohms in the triad vector. The shock impedance was noted to be approximately 70 ohm approximately one year ago and has steadily climbed to 126 ohms. It was noted that defibrillation threshold (dft) testing was performed. Boston scientific technical services (ts) provided guidance to the boston scientific field representative to bring the patient into the clinic to evaluate the rv lead by checking the shock impedance measurements in each vector to identify which lead coil is the cause, which will guide the next decision. If it is the proximal coil, the rv coil is good, and the rv lead could be programmed to the rv lead to device can vector. If the rv coil is the issue, consider a rv lead replacement. The rv lead remains in-service at this time. No additional adverse patient effects were reported.